Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. Reportedly, there is damage to the body of the pump . There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2017 - correction to serial #.